Manufacturer narrative:
Initial and final MDR 1954653- MDR 3003442380-2024- 22861- device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in the united state it was reported that the patient experienced cannula issues with six infusion sets. The cannulas were kinked. The event occurred on 2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion sets were used for less than a day. The site of insertion was the abdomen and buttocks. Pateint regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient first visited to emergency room and later was hospitalized. Blood glucose level was around 600 mg/dl at the time of the event. Patient was found to be positive for ketones. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.